Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The tabletop illuminator lamp was replaced and the auxiliary illuminator was cleaned as preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A theatre staff reported that the top light module of the system became very dim. The lamp was exchanged but light became dim again. Surgery list was completed with the dim light. There was no patient impact. Additional information has been requested but not received to date.